Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 70 mg/dl and the sensor glucose level was 140 mg/dl at the time of the incident. The customer reported repeated suspend on low that would not stop until I ate and increased my blood glucose. The customer did not troubleshoot the issues. The customer was advised that the insulin pump will need to be replaced. The sensor will not be returned for analysis.